Event description:
Dilator and sheath flush for prep of the device, when the catheter was ready to go into the patient, the dilator would not fit into the sheath of the device. Another flush was done, but the sheath seemed resistant, and the dilator would not advance. (Lot # of new device that was fine and worked #60000002).